Manufacturer narrative:
The corrections are as follows: please consider this MDR# 745008 null and void as it is a duplicate of MFR# inf-int-2019-000107. MFR# inf-int-2019-000107 is found in the bd2 trackwise system.

Event description:
Please consider this MDR# 745008 null and void as it is a duplicate of MFR# inf-int-2019-000107. MFR# inf-int-2019-000107 is found in the bd2 trackwise system.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak¿ syringe had blood leakage from the connector after disconnecting the drip infusion.